Manufacturer narrative:
Additional information was received from the physician indicating that the pain experienced by the patient is procedure related but not device related.

Event description:
A report was received that the patient could not feel the left side and some of the right side of her body following a lead revision procedure. A computed tomography (CT) scan of the spinal cord was performed and assessed as fine by the physician. Exploratory surgery at the lead site revealed some bleeding which the physician assessed as nothing too alarming. The patient was admitted into the hospital and is currently undergoing rehabilitation for a spinal cord injury. The patient has loss of movement and feeling in the left arm, but strength in the rest of the body is recovering.

Manufacturer narrative:
Additional information was received that the patient is continuing rehabilitation for the spinal cord injury. There is some recovery in the left arm with movement in three fingers, but the patient is unable to lift her left arm. The patient wears a brace on the right wrist to prevent it from dropping or curling up. The left leg is still weak. The rehabilitation center indicated that it can take up to a year to get better and some parts may never recover.

Event description:
A report was received that the patient could not feel the left side and some of the right side of her body following a lead revision procedure. A computed tomography (CT) scan of the spinal cord was performed and assessed as fine by the physician. Exploratory surgery at the lead site revealed some bleeding which the physician assessed as nothing too alarming. The patient was admitted into the hospital and is currently undergoing rehabilitation for a spinal cord injury. The patient has loss of movement and feeling in the left arm, but strength in the rest of the body is recovering.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8216-70, serial:(B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient have some bleeding on the lead site after the patient underwent an exploratory surgery. The patient was admitted to the hospital.